Manufacturer narrative:
(B)(4). (B)(6). Additional information: the device was manufactured between november 4, 2013 and november 5, 2013. The device was returned for evaluation. Visual inspection revealed no evidence of a missing top tip. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a missing top tip. This was found before use. There was no patient involvement. No additional information is available. This is report 12 of 15.